Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,per pfs, outcome attributed to device: "extrusion, urinary problems, recurrence, vaginal scarring, erosion, bleeding". Underwent removal of failed bladder repair materials for failed bladder repair material.